Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurement spikes from 565 ohms to 1383 ohms down to 600-700 ohms and as high as 1998 ohms. All other measurements were stable, and no noise was observed in stored episodes or producible with isometrics/pocket manipulations. Technical services (ts) discussed that while an impedance measurement of 1998 ohms was close to the alert value (2000 ohms), impedances remained within normal limits at this time. Possible lead/spring contact interaction was suspected. The ICD system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).